Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. A follow-up report will be filed upon completion of the evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection was performed. There was no indication of punctures or damage to the display. A functional test was performed and the display was found to be working correctly. All segments of the display functioned when the device was turned on and during an infusion. A device history record review was performed and there were no deviations identified related to the reported condition. A review of the alarm log did not identify anything that indicated or contributed to the reported condition. The service history of the device was reviewed and determined that there were no previous service events related to the reported condition. The reported condition of "no display" was not able to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer contacted technical services to report an I-pump with "no display". This event did not occur before or during 1st clinical use of the refurbished device, however, this was reported to have occurred in the ICU. There was no patient involvement, patient/user injury or medical intervention related to this report.